Event description:
Boston scientific crm received information that both the right atrial (ra) and left ventricular (lv) lead's dislodged due to patient activity. A lead revision procedure was performed where the ra and lv lead's were explanted and new ra and lv lead's were successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.